Event description:
Reporter indicated that device diagnostic testing at office visit in 03/2003 resulted in high impedance reading (dc-dc code 7 and limit) indicating possible device malfunction. The patient experienced two falls in 02/2003 and 02/2003. Review of x-rays revealed an apparent break in the lead just above the generator body, towards the first loop. It was reported that the patient's caretaker does not want to schedule a revision surgery until after a vacation in 05/2003.